Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak which occurred a ¿few times¿, but the reporter was unable to provide any more information. This event occurred during use. The location of the leak could not be specified. There was no patient injury or medical intervention associated with this event. No additional information is available.